Event description:
Recovery ivcf placed in 2004 found to be multiply fractured, with 2 arms retained locally, one intravascular and one extravascular. The filter and the intravascular fragment were retrieved using forceps. The extravascular fragment was retained. FDA safety report ID# (B)(4).